Event description:
It was reported that the coil cable cord was replaced. No adverse consequence reported.

Manufacturer narrative:
Sensor coil cord. Lift power coil. Parts were ordered by user facility to repair issue with the lift.